Event description:
(B)(4). Initial information received from a physician's assistant on (B)(6) 2009: a (B)(6) female patient who received an injection of poly-l-lactic acid(sculptra) (lot numbers/expiration dates not provided) on (B)(6) 2007. Physician's assistant reported that the patient experienced periorbital papules. No further medical information reported.

Manufacturer narrative:
Additional information for sculptra (lot # and expiration date - not provided) from product technical complaint report case ID (B)(6) dated (B)(6) 2009, received by (B)(6) on (B)(6) 2009: batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.